Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient had poor communication on the patient programmer (pp) and the patient's symptoms had definitely come back, as they used to be able to increase the amplitude and feel stim sensation, but now was not able to do this. The patient was to follow up with a new healthcare provider (hcp), as theirs no longer worked with the therapy. The patient later reported that they had found a new managing physician. An x-ray was taken on (B)(6) 2016 and a surgery was scheduled for (B)(6) 2016 to replace the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.